Event description:
According to the reporter, prior a procedure, the device's black sheath seemed damaged, with several marks and is torn. The device could not properly slide in the sheath. Another device was used to complete the case. There was no patient involvement.

Manufacturer narrative:
Additional information: b5, d4(lot#), g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the black plastic sheath on the outside of the shaft was bent and damaged. The device was unused. The plastic blister packaging was also damaged in the same spot that aligned with the damaged part of the device when placed inside it. As a functional evaluation, the sliding feature of the shaft was functionally tested and although the damaged could be felt as the shaft went forward and backwards, it did not prevent the device from performing as expected. A review of the device history record could not be performed because the incorrect lot number was provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. However, it was confirmed by sima engineering that they have the proper controls in place to mitigate the occurrence of the condition and the severity as per rmf. Based on this, no further actions are deemed required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: d4(expiration date, lot), h4 additional information: g4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a procedure, the device's black sheath seemed damaged, with several marks as if crushed. The device could not slide properly in the sheath. Another device was used to complete the case. There was no patient involvement.